Event description:
Reportedly, the instrument was fired over the renal hylun, where it transected the tissue and did not place staples on the tissue. As a result, the pt lost an excessive amount of blood and the surgeon decided to convert the procedure to an open surgery to control bleeding the complete the case without further incident. Procedure: right nephrectomy; patient status: discharged.